Event description:
It was reported that procedure was to treat a 90 % stenosed de novo lesion with moderate calcification in the mid/proximal left anterior descending artery. Predilatation was attempted with a non-abbott balloon catheter but was unsuccessful. A larger size balloon was able to pre-dilate the lesion, and ivus [intravascular ultra sound] was performed. The 3.0 x 33 mm xience alpine stent delivery system (sds) was advanced, but could not cross due to the anatomy. When attempting to remove the sds, resistance was noted between the guiding catheter's tip and the stent. Outside the anatomy, the stent strut was found to be flared. A new 3.0 x 33 mm xience alpine sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported difficulty to remove using a guiding catheter was unable to be confirmed due to the condition of the returned device. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.